Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that the keypad buttons were unresponsive and insulin pump had unexplained bolus interruption. No harm was required during medical intervention.